Event description:
It was reported there was a broken lead. It was reported, the "lead in the tube, the metal broke." It was noted that sometimes the device worked and sometimes it did not. The device was replaced.

Manufacturer narrative:
Product ID, 7495lz25 lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type extension product ID, 7434a lot#, serial# (B)(4), implanted: 2002 (B)(6), explanted: product type programmer, patient product ID, 3487a-33 lot# j0209916v serial#, implanted: 2004 (B)(6), explanted: product type lead. (B)(4).